Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20116146. I had another incident today. This was the same drug, but not in the plastic bottle. This was in a bag.

Manufacturer narrative:
H.6. Investigation: a complaint of defective tubing was received from the customer. One sample was provided for investigation. Through visual inspection, the customer complaint was verified. The set had broken apart at the upper filament and a portion of the pumping segment was pinched together and could not be smoothed back into shape. The set could not be tested further due to the separation at the upper filament. A device history record review for model 2420-0007 lot number 20116146 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage at the upper filament was determined to be excessive force being applied to the component. If the set is misloaded it can cause tears in the material. A possible root cause for the collapsing segment is the use of an infusion bottle instead of a bag creating a vacuum in the line. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of tubing defective/ damaged with lot #20116146 regarding item 2420-0007.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20116146. I had another incident today. This was the same drug, but not in the plastic bottle. This was in a bag.